Event description:
The patient was undergoing a coil embolization procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil but was unsuccessful. Therefore, the physician decided to remove the smart coil. However, while retracting the smart coil, it unintentionally detached inside the microcatheter. The physician then pushed the detached smart coil into the aneurysm using a wire. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02518.